Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and based on the legal manufacturer's final investigation. The customer confirmed the issue occurred before a procedure, that no other devices were involved or replaced in this event, and that the procedure was completed without a delay. The investigation results confirmed the main switch was an older version. Since the product was manufactured prior to a design change of the power switch, it is presumed that the power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The device was returned to olympus for evaluation. Service confirmed the main switch was an older version and was broken. The switch was replaced with a newer version and the device was returned to the customer.

Event description:
The customer reported to olympus that the device's power button is damaged. The reported problem was found during preparation for use by the customer. There was no patient involvement.